Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio: 1.5, reference: 10.0. Customer called to inquire if inratio meter needs calibrating. Customer called because a different office obtained an inr of 10.0. Customer does not know if this result was obtained from a poc meter or a lab test. Customer does not think issue is related to the inratio meter.

Manufacturer narrative:
The time elapsed between the first inratio test and the second reported test is unknown. It is also unknown what type of meter was used in the second test. If the time elapsed exceeds 3 hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 1.5, reference: 10, mean: 5.75, confidence limits: na. The mean is .5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. Analysis of the client's data from inratio and reference test revealed that the test result comparison did not meet accuracy criteria. No strip lot information was available. Unable to perform retain strip testing. Root cause could not be determined from the information provided by the customer. Trend analysis is not required at this time as no strip lot information was provided. This issue will be subject to future tracking. Corrective action not required at this time.